Manufacturer narrative:
Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05 jun, 2008 with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Doctor was performing a hip revision on a patient due to pain and instability. This patient had an accolade tmzf stem along with a metal v40 taper size 40 head. The doctor when removing the head noticed that there was metal shavings along with black tar looking metal pieces inside the v40 metal head and on the tmzf trunnion. The doctor cleaned off the neck and we put on a v40 to c-taper conversion sleeve. Then put on a c-taper ceramic 28 +5 head with the mdm poly liner and the mdm metal liner inside the shell.

Manufacturer narrative:
An event regarding corrosion involving a metal head was reported. Corrosion was confirmed by the returned images. Method & results: -product evaluation and results: visual inspection: provided picture of the explanted head confirms corrosion. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided picture of the explanted head confirms corrosion. Need primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices. -product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the pictures provided confirm corrosion however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Doctor was performing a hip revision on a patient due to pain and instability. This patient had an accolade tmzf stem along with a metal v40 taper size 40 head. The doctor when removing the head noticed that there was metal shavings along with black tar looking metal pieces inside the v40 metal head and on the tmzf trunnion. The doctor cleaned off the neck and we put on a v40 to c-taper conversion sleeve. Then put on a c-taper ceramic 28 +5 head with the mdm poly liner and the mdm metal liner inside the shell.